Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the puncture site. The vessel lumen diameter was over 4mm. An 8f terumo sheath was used during the procedure. The angio-seal was deployed and hemostasis was achieved. The patient was kept on bedrest for four hours. The next day, the pt developed a temperature of 38 degrees celsius and the puncture site was warm. An infection was suspected. Three days later, the temperature went down and the puncture site was back to normal. The pt remained hospitalized for another day as a precautionary measure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.